Manufacturer narrative:
The reported event could not be duplicated by the steris technician. Steris engineering was unable to duplicate the issue upon receipt of the returned floor lock manifold. The floor lock manifold was then sent to the supplier for further evaluation. The supplier analysis indicated no fault found with the floor lock manifold. No further issues have been reported.

Manufacturer narrative:
The user facility stated that during a patient procedure, a staff member noted that the hand control was indicating an unlocked table status. Another staff member stated that she heard the table's motor running to unlock the table. The table reportedly unlocked three separate times during the procedure. A steris service technician arrived at the facility, inspected the 4085 table and found the table operating to specification. The reported event could not be duplicated. As a precautionary measure, the technician replaced the table's floor lock manifold assembly, tested the repair and returned the table to service. The table was installed in march of 2013 and is maintained by a third party service provider. Steris has requested the replaced parts be sent back for evaluation.

Event description:
The user facility reported the table was unlocking during a patient procedure. No injuries or procedural delays/cancellations were reported.